Event description:
It was reported that the fenestrated bipolar forceps instrument arced during coagulation in the joint of the instrument and did not move correctly during a da vinci liver resection procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that an arcing event was confirmed upon failure analysis from the charring and burnt marks at the yaw pulley. Material was missing. Failure analysis also observed that because material was missing at the yaw pulley, it allowed the grip to move within the pulley and have a larger range of motion in the yaw. The instrument passed electrical continuity testing. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.